Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was not confirmed. Additional issues were identified during the device evaluation: the ultrasonic transducer face was missing. There was an abnormality in the ultrasound image due to the breakage of the ultrasound probe with missing sound waves; the bending section adhesive part was cracked; the play of the angle knob was out of normal state due to the elongation of the angle wire; and the bending angle adjustment was out of its normal range. The angle wire on the insertion tube angle wire was worn and frayed; the joint of the objective lens was cracked; the serpentine tube of the insertion tube was crushed; and peeling paint was found on the air/water supply cylinder. Scratches were found in multiple locations on the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported the probe on the ultrasound gastrovideoscope had a scratch. No patient injury or procedure impact was reported. During the evaluation of the device, it was noted that there was peeling on the ultrasonic probe surface due to physical stress. This report is to capture the reportable malfunction concerning the peeled surface on the ultrasonic probe noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported event. DHR confirmed that the subject device was shipped in accordance with the specifications. Based on the results of the investigation, the specific root cause of the event could not be determined at this time. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿warning, do not hit or drop endoscope tip, flexible part, bending part, operation part, universal cord, the scope connector. Also, do not bend, pull, or twist with strong force. Device may break, injure body cavities, burn, bleed, perforate, parts to fall off by doing so.¿ olympus will continue to monitor field performance for this device.